Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed investigation. Failure analysis investigation was able to reproduce the reported failure. The part was installed into the test system and it failed to power on. Visual inspection found fuses and the lamp module inside the unit to be defective.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any part(s) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy procedure, the customer experienced a non-recoverable fault. Intuitive surgical, inc. (Isi) technical support assisted the customer with troubleshooting but the issue persisted. At that time, the surgeon made the decision to abort the procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. Isi followed up and obtained the following information from the initial reporter: due to the reported error, the surgeon made the decision to abort the planned procedure. The patient had been administered anesthesia and surgical ports had been placed. The procedure was rescheduled but a date has not been scheduled as of date of this report. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.